Manufacturer narrative:
A.5 is unknown. The impella pump, purge cassette and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the duration of impella cp support was four hours as the physician observed irregular waveforms on the impella console. Impella sensor failure alarm occurred. The impella cp was exchanged. The patient survived the procedure.

Manufacturer narrative:
The investigation for the placement issue has been completed. The pump was not returned for investigation, and no physical damage was noted on the returned product. All 5s optical parameters were within specification for the returned product. The pump ran as expected during the bucket test and passed pressure testing to ensure it was holding the optical signal and placement signal on the given input. Data logs show a minor interruption in 5s optical parameters during startup for about 5 minutes, which coincided with an observed placement signal low alarm. The 5s optical parameters remained within specification for the rest of the case run, and the placement signal was trending throughout the case run. However, there were some drops in motor current and pump flow. As per the given clinical information, the md is experienced with impella, including cases with no pulsatility. The placement signal values are derived from the optical signal parameters; hence, the reported failure mode of the placement signal issue was changed to an optical signal issue. The cause of the optical signal issue was most likely patient condition related, based on returned product investigation and data log review.